Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.3cm abdominal aortic aneurysm. The aortic neck was severely angulated and measured 18 mm in diameter at the level of the renal arteries. The neck enlarged to 30mm and it was 27mm in diameter above the aneurysm. The iliacs were mildly calcified and had some tortuosity. There was a large curve on the right iliac and it measured 8-13mm in diameter. The left iliac was 8-9 mm in diameter. It was reported that the plan was to place a thoracic cuff proximally due to the large aortic neck. During insertion of the delivery system of the thoracic device, the right common iliac was transected (see MFR #2953200-2010-01731). A retroperitoneal incision was used to control and repair the transection. A conduit was placed to try to finish delivery of the talent thoracic device; however, the device could not be inserted. Another conduit was used, through which the device could be advanced. The talent thoracic stent graft was deployed, but 2 kinks were noted on the delivery system. The right internal iliac became covered due to the repair for the iliac injury. The prolonged repair of the iliac injury and insertion of the talent thoracic stent graft resulted in the bifurcated stent graft to slip down slightly as it had only been partially deployed and unintentionally covered the left hypogastric artery. An angioplasty balloon was used to ensure patency of the left hypogastric. Also, a proximal type 1 leak, which was not filling the sac, was noted at the talent thoracic stent graft; however, no intervention was done, and the patient is fine. The device was discarded.

Manufacturer narrative:
(B)(4): results -severely angulated and small aortic neck, calcified and tortuous vessels, thoracic stent graft used in the abdominal aorta.